Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported occlusion failure mode has been determined to be non-reportable. It was determined that events involving a constant occlusion alarm when no occlusion exists are not reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint # (B)(4).

Manufacturer narrative:
Device return requested. There are previous complaints on this device related to the issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 10/09/2024, znyo medical received a report from a customer reporting that the pump continues to alarm occlusion. No patient injured/harm reported.